Manufacturer narrative:
Pump received end cap broken off. The motor assembly and electronic assembly were exposed due to the end cap being broken off. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a detached j6/pcba 1 connector, a missing j1/pcba 1 connector, a damaged keypad flex tail, broken traces on the j4 connector, a damaged j4 connector on pcba 1/pcba 2, a missing l9 inductor, a cracked l7 inductor, a missing c62 capacitor, a damaged j5 connector, a cracked lcd controller (pcba 1), a damaged r89 resistor, several damaged resistors on pcba 2, dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap broken off, broken belt clip rails, retainer knit line damage, pillowing keypad overlay. Blank display was confirmed during analysis due to the j6/pcba 1 connector being detached from the pcba 1 board. Pump exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Cosmetic damage was confirmed at the end cap during analysis. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the bottom label was missing . No further details were provided. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a detached j6/pcba 1 connector, a missing j1/pcba 1 connector, a damaged keypad flex tail, broken traces on the j4 connector, a damaged j4 connector on pcba 1/pcba 2, a missing l9 inductor, a cracked l7 inductor, a missing c62 capacitor, a damaged j5 connector, a cracked lcd controller (pcba 1), a damaged r89 resistor, several damaged resistors on pcba 2, dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap broken off, broken belt clip rails, retainer knit line damage, pillowing keypad overlay blank display was confirmed during analysis due to the j6/pcba 1 connector being detached from the pcba 1 board. Pump exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Cosmetic damage was confirmed at the end cap during analysis. Damaged retainer ring confirmed during analysis. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.